Manufacturer narrative:
It was reported the device will be returned for investigation. To date the device has not been received. A follow-up report will be provided once the device investigation and lot history review are completed. The three additional devices used in the same procedure were filed under MDR 2032380-2011-00011, 2032380-2011-00013, and 2032380-2011-00014. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a pt underwent an arthroscopic rotator cuff repair procedure on (B)(6) 2011 using four opus magnum2 implants. Allegedly the wire broke when reeling the suture into the bone anchor outside of the shoulder joint. The physician reverted to a mini-open procedure and used an alternate device (non arthrocare device) to complete the procedure. Pt was reported as doing well, healing process was optimal, and the pt was discharged from hospital.